Event description:
It was reported that the patient presented for remote follow up with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were discussed, but not made. The patient was in stable condition.